Event description:
It was reported during medical engineer routine inspection prior to clinical use the cs300 intra-aortic balloon pump (iabp) unit display insufficient negative pressure of the compressor. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that in order to fix the issue, the fse replaced the drive manifold due to deterioration. The fse indicated after replacement, the equipment was good.